Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that three unknown locking screws broke after the patient fell on an unknown date. The patient complained of increasing load-related pain and persistent pain in the left shoulder. A diminished sense of touch was noted at the distal end of the middle finger of the left hand in the innervation area of the median nerve. The patient initially underwent an open reduction and angular stable plate osteosynthesis of a displaced multi-fragment fracture of the left distal radius procedure on (B)(6) 2015. During the initial surgery six unknown screws, a variable angle locking compression plate (part number 04.111.531) and one cortex screw (part number 401.764) were implanted. A follow up x-ray taken six weeks after the initial surgery showed a posterior displacement with broken screws. A CT scan further confirmed that three locking screws were broken on the ulnar side and secondary posterior displacement of the distal radius multi-fragment fracture had occurred. The ulna was also shown to have advanced by approximately 8 mm. Revision surgery was performed on (B)(6) 2015 and included removal of the osteosynthesis hardware, lengthening of the osteotomy of the distal radius with refixation and cancellous bone graft (harvesting of cancellous bone from the left iliac crest) and additional cancellous bone graft with two osteophyte blocks measuring 10 x 10 x 10 mm. An unknown 6-hole, two column plate and four unknown screws were placed at the distal fragment. Unknown angular stable screws were placed in the two proximal holes of the plate. Anteroposterior and lateral check x-rays of the left wrist were performed on the day of the revision surgery ((B)(6) 2015) and then postoperatively on (B)(6) 2015. Additional x-rays will be performed 12 weeks postoperatively. The patient will undergo physical therapy from the third postoperative week and wear a forearm sling for four weeks. Passive-assisted movement of the wrist from the second postoperative day was indicated. This complaint is alleged against the three unknown locking screws and the variable angle locking compression plate (04.111.531). This report is for three unknown locking screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight was not provided by reporter. Event date is unknown. This report is for three unknown locking screws. Part and lot numbers were not provided and are unknown. (B)(6). (B)(4) additional x-rays and other radiological tests. Without a lot number the device history records review could not be completed. The subject devices have been received and are currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the three (3) returned 2.4 mm locking screws broke below the screw head in the junction between the screw head to screw shaft. Based on the topography of the fracture surface, it is likely that the implants were subjected to high dynamic bending loads. Constantly alternating load cycles (during movement) led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the three screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (multi-fragmentary radius fracture) may have played a certain role, too. No evidence of a material or manufacturing defect was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.